Manufacturer narrative:
Other, one photo and two samples were received for evaluation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed on the photo and samples received and the reported issue could not be confirmed. During visual inspection, no damage to the sample was observed. During functional testing, the sample was found to pass the inflation testing. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. Initial reporter also sent report to FDA? Is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the closed aspiration system spontaneously disconnects on side of the breathing circuit. No patient harm reported.